Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One bi-directional, curve d-d, tacticath sensor enabled contact force ablation catheter was received for evaluation. The reported catheter appearing stationary and displaying in red issue could not be confirmed. The magnetic sensor met specifications during electrical testing with no open or short circuits detected and the 10-pin connector eeprom met programming specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
This per is initiated from an adverse incident report submitted by (B)(6) hospital directly to china medical device ae reporting system (http://maers.adrs.org.cn). The sjm notified was made aware on nov 10, 2025 from the system. Please make this a complaint product so a regulatory report can be submitted to nmpa. During the svt procedure, communication issues with the catheter resulted in a procedural delay. When preparing to connect the catheter to the tail wire, the pressure display was normal. After the pressure was lowered to zero outside the body, the catheter was inserted into the body. Prior to ablation, the catheter appeared red and remained stationary but had a potential. Restarting the amplifier and the dws did not resolve the issue. Replacing the ablation catheter resolved the issue without any adverse effects on the patient.